Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the lag screw technique, the 2.0mm drill guide would not pass through the 2.7mm/2.0mm double drill sleeve. The shaft of the drill guide had become detached from the drill guide base, which obstructed the drill entry. There was a 30 minutes surgical delay. The procedure successfully completed. Patient outcome as planned. This complaint two (2) devices. This report is for (1) 2.7mm/2.0mm double drill sleeve. This is report 1 of 2 (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: device discarded. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot , part: 312.240-us, lot: 24p8202, manufacturing site: bettlach, release to warehouse date: 05 february 2020 . A manufacturing record evaluation was performed for the finished device part: 312.240 -us, lot: 24p8202 , and no non-conformances were identified. H11/d9 device is not available for return/discarded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.